Event description:
Centrifuge crashed after 5-6 min run. Lid of centrifuge opened. Power cord ripped off wall socket. Damage of power strip. Buckets and vessel or centrifuge damaged. Samples destroyed. Spillings of blood were thrown 2 m away from centrifuge. According to user's info no parts left centrifuge. Similar event see maude database rotanta 460 r. (B)(4).